Manufacturer narrative:
The complaint fibers received were reviewed and it was confirmed fiber burns were apparent in the returned units, noted at the proximal end of the fiber near the connector. The state of the fibers were consistent with comments received by the complainant. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the returned fibers for this complaint. No root cause for the burning of the fibers was identified however it is acknowledged the cause is likely related to the laser device.

Event description:
A notification was received regarding holmium fiber units (2 units) which were reported to have burned during use. No patient harm or impact was reported.